Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use. The tracheostomy tube loses pressure; this was observed over several periods and nights. The balloon pressure drops from 30 cm h2o to approximately 14 cm h2o within 2 to 3 hours. It should be noted that the patient often coughs very forcefully. The same problem persists after changing the tracheostomy tube. The cause does not appear to be from the balloon/cuff, but rather the valve. The valve was blocked and prevented pressure loss.